Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016, resulting in medical intervention due to a hypoglycemic event. The sensor was inserted on (B)(6) 2016. Patient was at work at the time of the event. The patient reported that she fell to the ground and was caught by her co-workers. Patient's co-workers gave her sugar. The patient's cgm system had a reading that said high. The patient did not know what her actual bg value was at the time. A co-worker performed a finger stick (fs) test, and bg reading was 2.4 mmol/l. Patient's cgm receiver still said high. Patient's co-workers were not familiar with the calibration process, no calibration was not performed. It was reported that calibration was not performed since seeing the inaccuracy and fs value were not entered promptly. At the time of contact, patient stated her condition is okay. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the patient did not calibrate since seeing the inaccuracy. It should be noted that the dexcom g4&#59408;platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl recalibrate your sensor using the second blood glucose value. In addition, it was reported that the patient did not enter fingerstick values promptly. It should also be noted that the dexcom g4&#59408;platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. However, a root cause for the reported inaccuracy cannot be determined. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia.